Event description:
It was reported that a user experienced elevated blood glucose after the first meal using the ilet pump and contacted support to confirm proper function; during the call the glucose began trending downward, and the user was advised to continue monitoring while the system adapted to meal and correction needs. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no medical intervention beyond monitoring and education. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event consistent with early adaptation of the automated insulin dosing algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.